Event description:
Consumer complaint of high blood results. Customer normally is 100-120mg/dl. First glucose test on one hand was 402mg/dl and then on the other was 157m/dl. Back to back blood test results at the time of the call were 160 and 120mg/dl. Last 5 results in memory were 229/mg/dl 157/dl, 402mg/dl, and 117mg/dl. Based on parkes error grid analysis, the bias between the highest result given (402) and the normal result (100) is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Customer normally is 100-120mg/dl. First glucose test on one hand was 402mg/dl and then on the other was 157m/dl. Back to back blood test results at the time of the call were 160 and 120mg/dl. Last 5 results in memory were 229mg/dl, 157mg/dl, 402mg/dl, 134mg/dl, and 117mg/dl. Based on parkes error grid analysis, the bias between the highest result given (402) and the normal result (100) is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.